Event description:
Driver would not fit into head of the screw.

Manufacturer narrative:
Root cause: inconclusive. It should be noted that initially this event was determined to be not reportable. Upon re-review, it was decided that this should be reported.